Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to loose drive support disk. Unit received with cracked battery tube threads, missing end cap sticker, minor scratches on lcd window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 423 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.